Manufacturer narrative:
Product event summary: analysis found that the device passed incoming and additional high rate testing. There were also no observations when high rate pacing was checked at several settings.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the rap (rapid atrial pacing) mode did not work. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.